Event description:
It was reported by service report that there is fluid on the floor underneath the stretchers. It is unknown if there was patient involvement or if there are adverse consequences to report.